Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that the retainer ring was damaged. Customer's blood glucose was 64 mg/dl. Insulin pump would need to be replaced.

Manufacturer narrative:
Unable to perform displacement test on the insulin pump due to missing retainer. Device was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked case behind the pump near the battery tube compartment, cracked battery tube threads, missing reservoir tube oring and broken reservoir tube lip.